Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received no delivery alarms. Customer reported that no delivery alarm was resolved with a complete set change. Customer's blood glucose was 420 mg/dl which was treated with manual injection. Product could not be return due to customer discarding them.